Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0867 inches. The pump passed tone check during self test. However, the pump failed vibrate check during self test. There was no pump error 63 noted in the pump history file. No pump error 63 noted during testing. Pump was cut open to perform visual inspection and found corroded pcba 1 and on the battery tube. Moisture damage was found on the pcba 2. No damage noted on the force sensor or motor. Using a test pcba 1 and the original pcba 2, the pump was able to pass the vibrate check. The pump failed vibrate check during self test due to corroded pcba 1. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery icon at the battery compartment, pillowing keypad overlay, stained keypad overlay, and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 24-jun-2023 in the pump history file. 06/17/2023 10:25:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/17/2023 10:41:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/17/2023 10:51:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/19/2023 01:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/19/2023 01:21:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/20/2023 05:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/22/2023 20:51:04.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 06/22/2023 21:01:00.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 06/22/2023 21:26:03.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 06/22/2023 21:36:00.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 06/23/2023 08:51:04.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 06/23/2023 09:21:05.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 06/23/2023 09:56:05.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 06/23/2023 16:33:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/23/2023 16:55:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/23/2023 17:05:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alarm or sensor error alarm noted. Lostsensor1alert (780) not confirmed. Sensorerroralert (801) not confirmed. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0867 inches. The pump passed tone check during self test. However, the pump failed vibrate check during self test. Audio/vibrate anomaly/absence of alarm confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump was not vibrating. Troubleshooting was performed and found that the pump don't vibrate even while doing the self test, the pump did not vibrate during the vibrate test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.